Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis of the hybrid revealed the device was confirmed to be in an end of service (eos) condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed small traces of cathode material leaked from the end of the cathode pellet through the opening for the cathode current collector tab. This material was found underneath the headspace insulator, near the ft pin, increasing the risk of creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover, which could lead to an internal current drain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated a full electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) displayed early recommended replacement time (rrt) having been implanted approximately 19 months. It was noted that the icm had reached end of service (eos). It was further noted that the icm was programmed to maximize longevity and should have lasted 54 months, the icm experienced rapid abnormal depletion. It was further reported that the implantable cardiac monitor (icm) exhibited a full electrical reset. The icm has been explanted and replaced. No patient complications have been reported as a result of this event.